Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an acute kidney injury as rotation speed was set high and low flow was likely to occur. Their maximum creatinine was 1.86mg/dl. The patient was readmitted from (B)(6) 2026 and received replacement fluid.